Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v289339, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was turned off 6 months ago because, it was not working. The patient was getting prepped for MRI. The device was on but at 0v. They were advised on how to turn stimulation off and verified the lightning bolt was no longer visible. The consumer reported that therapy was not working. This occurred in (B)(6) 2015. The patient's relevant medical history includes interstim-other. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain clarification and additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they never turned therapy back on because the stimulation was bothering and irritating patient. The caller then stated that they increase / decrease stimulation and it didn't change sensation. No further complications were noted or anticipated